Event description:
The IV loop "maxplus pressure rated extension set with clear needleless connector" has a small blue piece that recoils to close the IV connection and keep pressure in the tubing. When disconnecting lurelock syringes of any kind the blue piece will inconsistently stay depressed, allowing for fluids/blood to leak back out of the tube. A patient could lose a significant amount of blood if this were to go unnoticed.